Event description:
Patient had an aicd implanted at a different facility approximately one year ago. He began having multiple ICD discharges and went to see the doctor who implanted the original device. He was diagnosed as having inappropriate shocks from a lead fracture. He was told that he would need a revision later, but over the next 2 days, he had 17 shocks. He was brought to our ER and admitted to the ICU for further evaluation. The medtronic representative was brought in and the ICD was turned off while maintaining pacing. Four days following the initial event, he underwent revision of his right ventricular lead. The original lead was left in the patient and capped. The following day, the aicd was reprogrammed and he was stable for discharge with new lead performing well.